Event description:
Customer reported with an issue of "brush bristles getting caught in the elevator". The issue occurred during trialing the olympus190 tjf endoscope (tjf-q190v) with disposable tip. According to the reporter, had issue with brush bristles getting caught and retained between the elevator and side wall opposite of the objective lens. There was no patient harm, no user injury reported due to the event. This report is related to a report with patient identifier (B)(6) (scope tjf-q190v).

Manufacturer narrative:
The subject device was not returned for evaluation. According to the customer representative (rep.) Brushes are single use and would not be returned. Communication with customer, tac (technical assistance center) support engineer offered a reprocessing in-service and additional support regarding the tjf-q190v however, the customer declined the offer. The customer stated that the scope were apart of the trial and they stopped the trial and the scope were sent back to olympus. Tac noted that the customer declined additional support and the trial for the scope ended. The report for the scope as stated is addressed under patient identifier (B)(6). Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history records (DHR) were reviewed for the lots 15v through 24v as the lot number of the subject device was unknown. These lots were manufactured one year before the event date. The review found no deviations that could have caused or contributed to the reported issue. Since the device was not returned to olympus, the reported event could not be confirmed. A definitive root cause was not identified. Based on the results of the investigation, the most probable cause of the failure is likely due to the user brushing the distal end with excessive force. The event can be detected/prevented by following the instructions for use which state: ¿ before use, inspect the entire instrument for any irregularity and the bristles for any damage. Using a brush with irregularities and/or damage can impair its cleaning ability, which may cause infection of the patient. If the bristles are crushed, gently straighten them with your fingers. ¿ after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus. ¿ if the endoscope which has forceps elevator, turn the elevator control lever to set the forceps elevator beside the side wall area of the distal end as shown in figure 1. Otherwise, it may damage the endoscope and/or the instrument. ¿ prior to use, read the endoscope's instruction/reprocessing manual carefully and follow the procedures given in that manual channel cleaning brush and channel-opening cleaning brush. Olympus will continue to monitor field performance of this device.